Event description:
It was reported that post-operatively the threshold, sensing, and impedance values were normal, but the patient complained continuously of chest pain. Echocardiogram was performed which verified the possibility of a microperforation. The patient also experienced tamponade, and so blood was removed. The physician explanted and replaced both leads. After implanting the new lead, the rv (right ventricular) threshold changed several times. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014. (B)(4).